Manufacturer narrative:
Codes: 10-actual device involved in incident was evaluated, 25-electrical tests of all specs performed, 31-performance tests performed, 708-device performed according to specs. Suspect unit was evaluated by xomed repair svcs dept and found to within electrical and performance specs, repair order 7431. All calibrations and operations were checked. Broken handle was only defect found but does not affect the operation of the unit. Unit was also serviced on 3/27/1998, prior to the incident. This report shall not be construed as an admission by xomed that the products herein are or were defective or dangersous in any respect or that any causal relationship exists between these products and any actual or potential injury. In addition, the submission of a report by xomed shall not be construed as an admission that a reportable event has, in fact, occurred.

Event description:
User reported: "used nim2 for parotid procedure, didn't work right, and facial nerve was nicked". Nerve was repaired. It was further reported that "surgeon was not using nim2 when nerve was nicked nim2 wasn't working right so it wasn't used and said if nim2 had been working he wouldn't have nicked nerve."